Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of missing ke (forceps elevator adhesive) around the forceps cover, chip and cut on the pink probe, and chipped glue at the light guide lens was traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a shadow in the image issue. This does not indicate an MDR reportable event. However, during the device analysis, the service center identified that the device was missing ke45 adhesive around the forceps cover. In addition, there is a cut on the probes' pink rubber surface, the adhesive around is chipped around the light guide lens. There was no patient involvement.